Event description:
It was reported that during a recanalization procedure in the popliteal arterial segment, the middle spiral spring was allegedly found to be ruptured. It was further reported that the ruptured spring subsequently tore the catheter, traversing sheath, and the right external iliac artery. Furthermore, the two sections of the spring were helically entangled, and then the outer layer of the catheter was cut off with a scalpel, and the broken spring was successfully removed by unscrewing the surgical forceps. Reportedly, the external iliac artery was treated with a stent graft. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: no physical sample was returned for evaluation and hence a physical investigation was not possible. The user-provided report and images show a broken helix of the catheter. Therefore, the investigation is confirmed for the reported break issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation however, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a recanalization procedure in the popliteal arterial segment, the middle spiral spring was allegedly found to be ruptured. It was further reported that the ruptured spring subsequently tore the catheter, traversing sheath, and the right external iliac artery. Furthermore, the two sections of the spring were helically entangled, and then the outer layer of the catheter was cut off with a scalpel, and the broken spring was successfully removed by unscrewing the surgical forceps. Reportedly, the external iliac artery was treated with a stent graft. The current status of the patient was unknown.